Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('extreme debilitating pelvic pain') and myomectomy ('myomectomy'). In an adult female patient who had essure (batch no. 740667), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "did not undergo confirmation test". The patient's previously administered products included, for an unreported indication: depo-provera. Concurrent conditions included: obesity, nausea, fibroma, pelvic adhesions, polycystic ovaries and vaginal itching. Concomitant products included: since 2011 and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss /rashes or skin conditions (hair loss) /hair loss patches and thinning hair"), depression ("depressed /hormonal changes (depression)"), bladder disorder ("bladder or urinary problems/changes"), urinary tract disorder ("bladder or urinary problems/changes"), tooth loss ("dental problems loss of teeth "), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition (acid reflux)"), mood swings ("hormonal changes (mood swings)"), urinary tract infection ("infection (uti) "), migraine ("migraines"), headache ("headaches") and allergy to metals ("allergic/hypersensitivity reaction: nickel allergy"). And was found to have weight increased ("weight gain/loss, specify which one, excessive weight gain"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), urticaria ("hives"), anxiety ("anxious"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic/hypersensitivity reaction"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), vulvovaginal mycotic infection ("infection (yeast)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain") and underwent myomectomy (seriousness criterion medically significant). The patient was treated with surgery (surgery (myomectomy) and undergo a laparoscopic bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, urticaria, dyspareunia, alopecia, anxiety, depression, menorrhagia, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth loss, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, mood swings, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, allergy to metals, myomectomy, vaginal discharge, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, myomectomy, pelvic pain, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme debilitating pelvic pain, cramping, dyspareunia, and hair loss, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 34.7 kg/sqm. Most recent follow-up information incorporated above includes: on 29-jun-2020: medical records received: lot number, reporters information and medical history and concomitant drug were added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and myomectomy ("myomectomy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included obesity. Concomitant products included ibuprofen (motrin) since 2011. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss / rashes or skin conditions (hair loss) / hair loss patches and thinning hair"), depression ("depressed / hormonal changes (depression)"), bladder disorder ("bladder or urinary problems/changes"), urinary tract disorder ("bladder or urinary problems/changes"), tooth loss ("dental problems loss of teeth "), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition (acid reflux)"), mood swings ("hormonal changes (mood swings)"), urinary tract infection ("infection (uti) "), migraine ("migraines"), headache ("headaches"), allergy to metals ("allergic/hypersensitivity reaction: nickel allergy") and weight increased ("weight gain / loss (specify which one) excessive weight gain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower ("cramping"), urticaria ("hives"), anxiety ("anxious"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic/hypersensitivity reaction"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), vulvovaginal mycotic infection ("infection (yeast)"), myomectomy (seriousness criterion medically significant), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (undergo a laparoscopic bilateral salpingectomy with removal of the essure devices) and surgery (surgery (myomectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, urticaria, dyspareunia, alopecia, anxiety, depression, menorrhagia, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth loss, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, mood swings, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, allergy to metals, myomectomy, vaginal discharge, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, myomectomy, pelvic pain, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme, debilitating pelvic pain, cramping, dyspareunia, and hair loss, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic/hypersensitivity reaction: nickel allergy, apareunia, bladder or urinary problems/changes, dental problems loss of teeth, dysmenorrhea, fatigue, astrointestinal or digestive system condition (acid reflux), hormonal changes (mood swings), infection (uti, yeast), migraines/headaches, rashes or skin conditions (hair loss), salpingectomy (bilateral), salpingectomy (one side), surgery (myomectomy), vaginal discharge, weight gain, abdominal pain, did not undergo confirmation test. Date(s) of removal updated. Concomitant drug were added. Reporter information, date of birth added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), urticaria ("hives"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, urticaria, dyspareunia, alopecia, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dyspareunia, pelvic pain and urticaria to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme, debilitating pelvic pain, cramping, dyspareunia, and hair loss, among other symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.